Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The basic evaluation began 2021-dec-06. It was reported that the patient's incision site was bleeding and they think that the lead may have fallen out.